Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the outer gasket of the trocar ripped during the procedure. This trocar was used for the umbilical port for the 10mm laparoscope. Only the laparoscope was inserted or removed from this port. A oneseal (1seal) was placed on this trocar, and the case was resumed. There was no consequence to the pt.